Event description:
Patient was on the vapotherm high flow nasal cannula receiving care from pt when it was noticed that water was coming through the cannula and spraying into the patient's nose. The vapotherm was removed from the patient and inspected by rt. It was found to be periodically spraying water out of the circuit where the cannula connects. Patient was placed on a different nasal cannula and the circuit was removed from the vapotherm and the rt supervisor was notified of the incident.